Event description:
Sku# 328447item description: insulin syringe lot# 5191186h.quantity- (B)(4).country- USA.tmaik (B)(6) 2026: as per attached email.the first involves a bd safetyglide insulin syringe:¿ ref #: (B)(4).¿ lot #: 5191186h .in this event, the safetyglide device broke off and nearly resulted in a needlestick injury.

Manufacturer narrative:
Investigation summary: the investigation is currently in progress. Once the investigation is completed, a detailed summary will be provided.